Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the reflux did not work. Timing of the event and patient outcome are unknown. Additional information has been requested but not received.

Manufacturer narrative:
The system was examined. The company representative did not mention replicating an event that would have contributed to the reported event. However, the footswitch was replaced. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The footswitch was manufactured on july 8, 2015. The associated system was manufactured on july 22, 2015. Based on qa assessment, both products met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).